Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on october 4, 2019. It was reported that the patient was supposed to follow up with their doctor to have their device checked before rescheduling the MRI, but they hadn't. On (B)(6) 2019, the patient reported to the MRI tech that they had been trying to charge the ins but they didn't believe the ins was charging nor working. The patient thought maybe it was the batteries in their programmer, so they replaced the batteries but the programmer still wasn't communicating with the ins; they were getting poor communication. It was noted the patient had last successfully charged the ins 5 months prior to the call. No symptoms were reported. MRI compatibility was requested. It was reviewed that the patient should see their doctor to address the overdischarge and the inability to communicate and to confirm MRI eligibility. The MRI tech followed up with the doctor's office on october 7, 2019, and they told the MRI tech that they couldn't get the ins to charge up and would need a m anufacturer representative (rep) to check the device. It was reviewed the doctor would need to schedule an appointment with the rep, so the MRI tech said they would let the doctor's office know and would redirect the patient to the doctor. No further complications were reported or anticipated.

Event description:
Additional information was reported that the patient stated she needs an MRI and cannot put her device into MRI mode. The patient stated that she has had the device for a long time and doesn't remember when she stopped charging. The patient stated that she stopped bothering with it some time ago. The patient was informed that would have to wake up the patient's battery because it is over discharged. The patient was told that she could call and inform the MRI department of the device she has and send them then manual and let them know that, at their own risk, that the manual stats a depleted battery is considered off. The patient was demanding that someone meet her at the hospital at a certain time and when the rep could not accommodate, she would not accept another time option and became angry and uncompromising. No actions/interventions were taken. It was also noted that the patient was discharged from their implanting physician's practice for reasons unrelated to their ins. The patient also became verbally abusive to the rep. The rep had to disconnect the patient's call and block their number. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported MRI compatibility guidelines were requested. The MRI tech reported that the ins was no longer working. Possible over discharge was discussed. Reviewed labeling for scanning. The caller indicated that the patient was scanned last year and was full body eligible. No patient symptoms were reported. No further complications were reported/anticipated.